Event description:
Caller reported experiencing cartridge alarm 20 multiple times starting at 1:30 am. There was no adverse impact on the customer's blood glucose level. Caller successfully loaded a new cartridge with assistance from technical support and resolved the issue, allowing them to resume insulin therapy.